Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). The exact event date was not available, therefore the date (B)(6) 2025 was used as an estimate. The exact implant date was not available, therefore the date (B)(6) 2023 was used as an estimate. The exact explant date was not available, therefore the date (B)(6) 2025 was used as an estimate.

Event description:
It was reported that this inflatable penile prosthesis (ipp) the scrotal pump tubing was kinked in two places towards the reservoir. The proximal kink was very near the neck. The entire tubing was replaced. There were no patient complications reported.